Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure. The physician used two (2) cook acrobat®, 2 calibrated tip wire guides. It was reported, that the black coating on front floppy tip of the device was stripped off when used with an olympus sphincterotome. Another of the same device with same lot number was used with olympus sphincterotome. And after the case, we noticed again black coating was stripped off. The following two (2) cases the device was used with fs-omni with no problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report, because the product said to be involved was not provided to cook for evaluation. The first photo shows the pouch of the olympus sphincterotome (clevercut 3v) referenced in the description of events. The other two photos provided show the distal end of the wire guides where coating damage is observed. The coating appears to have peeled/ socked over exposing the core wire. The proximal end of the damage on both wire guide begins distal to the silver band approximately 6 cm from the distal tip. Per the photos provided, we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed, based solely on statements and photos describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed, the report of coating damage. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed, that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time, based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.